Event description:
It was reported that impedance was greater than 3000 ohms. The lead was capped, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.